Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Product quality, safety & regulatory compliance. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link secondary administration set experienced simultaneous flow. The infusion pump was programed to infuse from the secondary set; however both sets were being infused. The secondary bag set (50ml) height was increased but the infusion kept pulling from the secondary (50ml) and primary bag (1000ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.